Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. The 4.0 x 100/80 sterling over-the-wire balloon catheter was advanced to the lesion and the balloon was inflated to 10 atmospheres. Upon the second inflation, the balloon ruptured at 8 atmospheres. The device was exchanged for another of the same size to complete the procedure. There were no patient complications reported and the patient's condition is reported as 'good'.